Event description:
Catheters are not sterile. Connection (grey to clear plastic) at shipping tube is not glued/connected properly. Report implies detachment of components. No patient injuries reported.

Manufacturer narrative:
Visual-manufacturing/materials-device failure occurred and was related to event. Evaluation results: customer report was confirmed for the connection between the gray and clear tubes are no longer bonded. There is adhesive visible on both the clear adaptor and gray tube. The shrink seal is still attached to the top of the clear adaptor.